Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 641431) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient experienced rash ("skin rash/rashes"), the first episode of amnesia ("memory loss"), migraine ("migraines"), headache ("headaches"), dental caries ("dental problems tooth decay") and confusional state ("confusion"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), the second episode of amnesia ("memory loss"), fatigue ("fatigue"), nail growth abnormal ("lack of nail growth"), allergy to metals ("possible nickel allergy (never had testing)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), arthralgia ("joint pain"), bone pain ("bone pain") and pain in extremity ("leg pain"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, migraine, headache, dental caries, the last episode of amnesia, confusional state, fatigue, nail growth abnormal, allergy to metals, dysfunctional uterine bleeding, bone pain and pain in extremity outcome was unknown, the alopecia had resolved and the arthralgia was resolving. The reporter considered allergy to metals, alopecia, arthralgia, bone pain, confusional state, dental caries, dysfunctional uterine bleeding, fatigue, headache, migraine, nail growth abnormal, pain in extremity, pelvic pain, rash, the first episode of amnesia and the second episode of amnesia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. New events added- migraines / headaches, dental problems tooth decay, memory loss;confusion, fatigue, lack of nail growth. Possible nickel allergy (never had testing). Dysfunctional uterine bleeding, joint pain, bone pain and leg pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), amnesia ("memory loss") and alopecia ("hair loss"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, amnesia and alopecia outcome was unknown. The reporter considered alopecia, amnesia, pelvic pain and rash to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.